Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device implant the ra lead was dislodged. The lead was pulled and crushed during the attempt to disconnect the lead from the device. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.